Event description:
A patient, implanted with proact, was not feeling well and went to the emergency room on either 24 or 25 jan 2020. The implanting physician noticed puss at the location of the proact volume-adjustment ports when attempting to adjust the implants. As a direct result, the physician performed a bilateral explant. At a follow-up visit, the patient presented with an infection for which the implanting physician administered antibiotics. The physician intends to re-implant the patient with proact.

Manufacturer narrative:
The implanting physician commented that he had not applied skin glue to the incision site, which would have provided a better seal than without the skin glue. The physician suggests that the infection, originally reported 14-feb-2020, may have been as a result of the patient's fecal incontinence in combination with the method used to close the incisions. The patient's fecal incontinence pre-dated their experience with proact. Communication with the physician identified that the reported infection was resolved after treatment with antibiotics. Fluoroscopy images also confirmed that the device explanted due to the infection was on the patient's right side. At the time of the planned re-implant for the patient's explanted right side device, the physician identified that the patient's left side implant had migrated from its original position. The left impant was explanted at that time and the physician performed a bilateral-reimplant with new proact devices. The intention of this report is to replace report 3003477176-2020-00002, initially submitted 14-feb-2020. Report 3003477176-2020-00002 is erronneous and uromedica will request deletion after submission of this replacement report. Uromedica cmpl-(B)(4).